Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was no external damage noted. A review of the event history log identified travel course error in the history. During the functional testing using the flow test the reported issue was duplicated. The position pot was disconnected from main board. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Connected the position pot to main board.

Event description:
It was reported that the pump exhibited a travel coarse error. No patient injury was reported.